Manufacturer narrative:
Correction/removal number: 3002809144-02/27/19-001-c. A product correction letter was issued on february 26, 2019 to all alinity ci-series processing module customers. The letter informs the customer of the issue regarding the safety interlock covering the septum piercing probes within the bulk solution bottle holder, which may not deploy when a bulk solution bottle is removed from the alinity I processing module. The letter further warns the customer of the probe stick hazard and potential exposure of unprotected skin to the bulk solutions. The alinity I trigger solution contains hydroxide at a concentration that may cause skin irritation; and the alinity I concentrated wash buffer contains 5-bromo-5-nitro-1,3-dioxane, which may produce an allergic reaction. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when replacing the bulk solutions. An abbott representative will contact all impacted customers to schedule time for placement of hazard labeling in the bulk solution area to increase awareness of this hazard. Additionally, the ci-series operations manual is being updated to include the hazard information.

Manufacturer narrative:
The operator was stuck by the pins of the bottle pierce probe [part a-30109811-01] after removing an empty concentrated wash buffer bottle from the analyzer. When the empty bottle was removed, the operator attempted to reposition the probes before placing the full bottle on the analyzer when the injury occurred. The bottle pierce probe pins are exposed after the bottle is removed from the cradle on the alinity c and alinity I analyzers. An evaluation was performed and on december 21, 2018 a deficiency of the likely cause part, bottle pierce probe [part a-30109811-01], was not identified. However, the evaluation determined a deficiency exists for the cabs pin being exposed after the concentrated wash buffer bottle is removed from the analyzer cradle, which led to the operator injury. The issue is being investigated under quality record (B)(4). Evaluation of the issue included a review of the complaint text, a search for similar complaints, device history review, and a labeling review. No returns were made available for this evaluation. No adverse trend was identified for the issue. Device history review did not identify any issues that may have caused the issue, and only returned quality record (B)(4). Labeling was reviewed and found to adequately address the safety hazards and safety awareness for existing hazards. (B)(4).

Event description:
The hand of an abbott instrument operator was stuck by a probe of the alinity I analyzer causing bleeding. The employee visited the onsite nurse, washed their hands, the surface was sanitized using an alcohol pad, and a bandaid was applied to the wound. No additional medical attention was reported. An empty concentrated wash buffer bottle needed to be replaced with a full bottle on the analyzer. The operator tried to release a bottle from the cabs door (bulk solution storage area) on the instrument, however the bottle did not release. When the bottle eventually released, the septum piercing probes (needles) stuck out from the cradle. While attempting to reposition the probes back in the cradle before placing the full bottle on the analyzer, the operator poked his hand.